Event description:
A customer reported a minimum fill notification for their insulin pump, which did not adversely impact their blood glucose level. The issue persisted despite instructions to remove the pump from its case and clean the pneumatic tap area, followed by an attempt to resolve it by loading a new cartridge. Initial efforts, including reloading the same cartridge and using a second one, did not resolve the problem. However, the customer was able to resume insulin delivery after reloading the same cartridge on the following day.